Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material clogged by way of handling described as the warning/caution on brushing the channel in the instructions reprocessing manual. However, a cause could not be specified. The event can be detected/prevented by following the instructions for use which are stated in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection for detection, and in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) for prevention. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign matter coming out of the forceps channel. There was no patient involvement.